Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided. (B)(4).

Event description:
It was reported that the patient with this cardiac resynchronization therapy defibrillator (crt-d) experienced pocket erosion one year post implant. Subsequently, the patient underwent a revision procedure, and this crt-d was explanted and replaced. No additional adverse patient effects were reported. This device is not expected to be returned for analysis.